Manufacturer narrative:
During an interventional procedure the orbit mini complex fill 3.5x7.5 coil stretched. There was no patient injury reported. No further information has been obtained in response to multiple follow-up investigative efforts. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Several kinks were noted in the hypotube. Support coil presented with kinks. The emboli coil, support coil and gripper were out of introducer. The embolic coil was still attached to the gripper and also it was stretched. The introducer was received unzipped and presented no damages. The gripper was inspected under microscope and no anomalies were noted. The embolic coil was inspected and was stretched and kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471220 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretched coil was confirmed. Based on the lack of procedural information pertaining to the event, no assessment of possible contributing factors can be made. However, based on the device history record review and the analysis of the returned device, there is no indication that it is related to the manufacturing process. Additionally inspections are in place to prevent these damages of this type from the facility. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During an interventional procedure, the orbit mini complex fill 3.5x7.5 coil stretched. There was no patient injury reported.